Manufacturer narrative:
Device passed displacement test. The drive support disk was inspected and no anomaly noted. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 24 mg/dl. Customer had blood glucose level of 228 mg/dl. Customer stated that the drive support cap was flush. The insulin pump will be returned for analysis.